Event description:
As reported, the male patient had an initial right tka on (B)(6) 2006. Over time, the patient began experiencing popping, locking up, pain, swelling, instability, and the inability to bear weight on his right knee. Eventually he was unable to walk without the aid of a cane and knee brace. The patient was revised on (B)(6) 2018. Upon explantation, the surgeon observed that the post of the polyethylene tibial component had fractured and that there was delamination of the bearing surface of the polyethylene. There were also numerous pieces of loose polyethylene in the joint.

Manufacturer narrative:
Pending investigation. Concomitant medical products: 200-02-35 - three peg patella 35mm, 0922329, 204-01-04 - ps cemented femoral sz 4, 7881866.

Manufacturer narrative:
H6: investigation results - the revision reported was likely the result of excessive loading contact between the ps tibial insert spine and the anterior surface of the femoral cam, which led to ultimate fracture of the tibial insert spine. Due to the fractured spine, it is possible that the femoral component became unstable, resulting in femoral loosening and additional damage to the polyethylene.

Manufacturer narrative:
Additional information - initial report of this event was recorded in (B)(4), the complaint code was reason not provided- the device information was not provided, additional information was requested, and no additional information was provided. The event was reported via emdr MFR# 1038671-2018-00513 initial and fu1. The additional information for (B)(4) will be processed appropriately under this case [(B)(4)], so that the new information and MDR reporting can be handled with the electronic complaint processing system. These devices are used for treatment not diagnosis.